Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ICD had high, jumpy impedance measurements on the right ventricular (rv) channel. No noise could be created with isometrics/pocket manipulations. Boston scientific technical services (ts) recommended monitoring. No adverse patient effects were reported. This device remains in service.

Event description:
The device was later explanted and replaced due to high, out-of-range pacing impedance measurements when the right ventricular (rv) lead was tested through the device. Lead measurements when tested with the pacing systems analyzer were within normal limits.